Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate value of 85 units and remained static. Reportedly, the cartridge was filled with 150 units of insulin. There was no impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the existing cartridge and the insulin gauge began to decrease as intended.